Manufacturer narrative:
Product event summary: the actual product not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated rv (right ventricular) oversensing. The 1925 ventricular sensing integrity counter (sic) counts since (B)(6) 2015. Right ventricular (rv) lead integrity warning on (B)(6) 2016 due to 2 or more high rate-nonsustained episodes less than 220 milliseconds and sics greater than or equal to 30 in 3 days. Impedance steady around 500 ohms throughout record. T-wave oversensing (twos) noted on several electrograms. Impedance steady around 500 ohms throughout record.

Event description:
It was reported that the patient experienced muscle stimulation. The right ventricular (rv) lead triggered a lead integrity alert (lia) for t-wave oversensing (twos), short v-v intervals and high rate non-sustained episodes. Impedance variability was also exhibited. Reprogramming was performed, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.